Manufacturer narrative:
Diagnostic performed; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that stand movements unavailable due to positioning failure on a azurion 5 m12. The clinical use of the system was in use. There was no reported patient or user harm.